Manufacturer narrative:
The insulin pump had button error alarm and no button response due to corroded keypad traces. No unexpected numbers ramping/scrolling on their own noted. The unexpected restart alarm could not be verified due to the button/keypad anomaly. Moisture damage was found on the electronics. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the numbers on the screen were ramping up when trying to program a bolus. It was stated that they changed the battery but the keypad issue persisted and when changing the battery again, the insulin pump alarmed unexpected restart. Mother explained that the customer was wearing the device during soccer practice and the screen had moisture in it. No moisture was found in the battery or reservoir compartment. Customer's blood glucose value was 183 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.